Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a week post initial implant, the patient developed pocket hematoma. The pocket was evacuated and the patient was in stable condition throughout the procedure.